Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly also, unable to performed functional test due to blank display anomaly or verify a21 or a13 alarm due to blank display. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 450 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the insulin pump had display anomaly. The customer reported that the display was blank. The customer's blood glucose was unknown at the time of incident. The customer stated that the display returned after inserting a new battery. The customer reported that they received unexpected restart alarm and watchdog timeout alarm then insulin pump went blank again. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.